Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) 1000ml eva tpn bags were leaking from the seam adjacent to the administration port. This occurred during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot number was manufactured between july 08, 2018 - july 09, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.